Manufacturer narrative:
Follow-up # 1 date of submission 4/12/2017. Device evaluation: the device has been returned and evaluated by product analysis on 3/20/2017 with the following findings: the black box and alarm history showed cs 012 call service alarms. The pump powered on properly with no alarms. During the investigation, the pump successfully completed the rewind, load and prime steps with no alarms. The pump was exercised for 24 hours with no call service alarms occurring therefore the ¿call service alarm¿ issue was not duplicated. The pump was opened and there was no defect found. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 012) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a missing bolus record in the pump history which may impact treatment decisions.